Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was noted. Cylinders and pump were removed and replaced. The existing reservoir was kept inside the patient and a new one was added to the system. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was microscopically inspected, leak and functional tested. No damage or abnormalities were noted, no leaks were identified; however, the component did not pass activation testing during functional evaluation. Both cylinders were microscopically inspected and tested for leaks. No leaks were found in either of them, however, the first cylinder exhibited wear at fold in the proximal and distal end of its body, and the second cylinder presented wear at fold in its middle and proximal end. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the reservoir connecting tube was noted. Cylinders and pump were removed and replaced. The existing reservoir was kept inside the patient and a new one was added to the system. There were no patient complications reported.